Event description:
The customer reported the system displayed a cine disk not available error message, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was replaced, and the system software was reloaded. The system was then found to be operating as intended.